Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the matrixmandible bendng template f/1.5mm thick straight plates (p/n 03.503.168 lot 7720482) was received at customer quality, and it was observed that the plate was broken. The broken-off piece was not returned for investigation. The complaint of broken (2+ pieces) is confirmed. Device failure/ defect identified? Yes. Dimensional inspection: the ø 2.6 of the plate proximal to the breakage was measured. Diameter: ø 2.6 +/- 0.2 mm. Caliper: ca 818. Measured drill bit diameter = ø 2.70 mm. Conclusion: the measuring result does show conformity. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Document/ specification review: relevant document(s) were reviewed. Review of the manufacturing evaluation record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Complaint confirmed? Yes. Device history review : review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a matrixmandible bending template was broken during a reverse logistics audit of the returned devices at millstone. There was no patient involvement and no additional information is available. This report is for one (1) matrixmandible bendng template f/1.5mm thick straight plates. This is report 1 of 1 for (B)(4).